Manufacturer narrative:
Site (B)(6) declined to provide patient information. Event problem and evaluation: (B)(6) 2017. A medtronic representative performed a navigation system check-out, all areas passed. Everything navigated as expected. System performed as intended. A medtronic representative, following-up at the site, reported it is deemed likely that the surgeon may be moving the reference frame during the procedure, causing inaccurate navigation. Event problem and evaluation: (B)(6) 2017. Software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated. No further issues have been reported.

Event description:
A medtronic representative received a report on (B)(6) 2017 that, while in a spine procedure on (B)(6) 2017, the surgeon alleged an inaccuracy occurred. The surgeon stated that he was accurate on the left side of the patient, however, not on the right. The surgeon alleged the inaccuracy was 1 centimeter off. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.